Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at ins site. In turn, surgical intervention was undertaken wherein the ins was explanted and a new ipg was implanted. During the surgery, ipg pocket was also revised. This addressed the issue.